Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider reported to ventec that their device was displaying "patient circuit disconnect" alarm. There was no patient involvement.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of displaying a patient circuit disconnect alarm was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the efm.